Manufacturer narrative:
The device was not returned to the manufacturer; therefore, physical analysis cannot be performed. However, embolus is noted in the direction for use (dfu). Therefore, the probable cause of the event is anticipated procedural complications.

Event description:
It was reported during a procedure to remove a clot from the left middle cerebral artery, an obstruction of the left anterior cerebral artery was noted. Tissue plasmogen activator (t-pa) was not administered due to time factors. No medical intervention was performed.

Event description:
It was reported during a procedure to remove a clot from the left middle cerebral artery, an obstruction of the left anterior cerebral artery was noted. Tissue plasmogen activator (t-pa) was not administered due to time factors. No medical intervention was performed.

Manufacturer narrative:
Device discarded by hospital.